Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and it was noted a ventricular sense response (vsr) episode showed stimulated beats underneath the programmed lower rate limit of the cardiac resynchronization therapy pacemaker (crt-p). It was noted at the time of the event, a follow-up session was being performed, and it was suspected the in-office testing may have led to the pacing below the lower rate limit. The crt-p remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with the lower pacing rate. If information is provided in the future, a supplemental report will be issued.